Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after disconnecting from the ilet to shower and then eating breakfast while still disconnected; the caregiver, who was new, requested assistance with a supply change, which was completed without issue, and the ilet alerted for high glucose. Symptoms included feeling okay without acute complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization, with glucose trending down after reconnection and supply change. Investigation included troubleshooting and user education. Investigation of this case revealed user-related hyperglycemia associated with being disconnected during intake, with no device malfunction identified and the infusion set and cartridge functioning as intended after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.